Event description:
The vital signs anesthesia masks are reported as being non-pliable and it is difficult to get good seal on them. The surgical center using these have been experiencing issues related to "gas smell" and employees complaining of headaches. Extensive testing has been done for various biologicals and gases. Unable to pinpoint the exact cause. Badge testing has revealed varying levels of gas.